Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and no damage was observed. The applicator had been fired and the sharp was observed loose. Visual inspection performed on the sensor pack and no issues were observed. The lid was completely peeled off. Inspected the platform and no issues were observed. Visual inspection performed on the sensor and no issues were observed. Upon visual inspection, the sensor plug was observed not seated properly. This issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the applicator needle did not retract when attempting to apply the freestyle libre 2 sensor. It was reported the applicator needle "remained blocked in the center of the sensor" while in the customer's arm and the customer self-presented to a hospital to have the sensor and applicator needle removed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit was reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the applicator needle did not retract when attempting to apply the freestyle libre 2 sensor. It was reported the applicator needle "remained blocked in the center of the sensor" while in the customer's arm and the customer self-presented to a hospital to have the sensor and applicator needle removed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.